Manufacturer narrative:
The field engineer (fe) was performing tube alignment and trying to maneuver the alignment pin using the recommended wrench when the wrench slipped from his hands; hitting his left eye and sustaining injury. The fe was not wearing goggles. He was treated when a doctor installed a temporary contact lens and prescribed (eye drops, antibiotic & vigamox). There are no allegation system design / serviceability concerns that may have contributed to this case. The root cause is user error of not following the use of ppe as recommended in the service manual. There is no need for corrective or preventive action, since, after formal investigation, the design risk associated with this event is determined to be as low as possible. Ge will continue to investigate and trend each MDR and related complaints. No further action is planned.

Manufacturer narrative:
Legal manufacturer: (B)(4). Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
It was reported that while servicing the imaging device a field engineer sustained an eye injury that was treated by a physician to prevent permanent impairment.